Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf impact code f2301 captures the additional device used to retrieve the broken catheter guide.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex stent was implanted for bile duct stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, after unlocking the device and retracting the introducer, the assisting nurse noted a tactile response typically associated with successful stent deployment. However, visual monitoring indicated that the stent had not fully separated from the introducer. Upon the physician's instruction to retract the sheath, the sheath was removed, but the introducer tip fractured and remained inside the patient. Although a retrieval device was initially considered, the physician successfully extracted the broken tip using the elevator. A subsequent inspection confirmed the stent was correctly positioned, and no further intervention was necessary. The problem appeared to involve the catheter guide wire, which prevented the black introducer from retracting. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex stent and delivery system was used for bile duct stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, after unlocking the device and retracting the introducer, the assisting nurse noted a tactile response typically associated with successful stent deployment. However, visual monitoring indicated that the stent had not fully separated from the introducer. Upon the physician's instruction to retract the sheath, the sheath was removed, but the introducer tip fractured. The tip was retrieved using rat-tooth forceps. A subsequent inspection confirmed that the stent was correctly positioned, and no further intervention was necessary. The problem appeared to involve the catheter guidewire, which prevented the black introducer from retracting. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks a5 and b5 have been corrected. Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf impact code f2301 captures the additional device used to retrieve the broken catheter guide.